Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an anterior ligament repair surgery, the osteoraptor was found fractured during implantation. A back-up device was available and it is unknown if a delay occurred. No patient complications were reported.

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided images found an arthroscopic view of the device, but the image is obscured and a fracture of the implant cannot be determined. Another image shows the exterior of the patient during a procedure. The device cannot be seen. A visual inspection of the returned device found that it is not in its original packaging. The anchor has been deployed, and it is fractured on the proximal end. The shaft is severely bent. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. No clinically relevant supporting documentation was provided for review. If a portion of the fractured osteoraptor remains retained in the patient, it is made of a biocomposite material which is intended for implantation. However, we cannot rule out the potential risk for tissue inflammation, pain, micro-motion/and or migration of any retained pieces/fragments. According to the report, a back-up device was used, however, it is unknown if a delay occurred. Since there were no patient complications reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided images found an arthroscopic view of the device, but the image is obscured and a fracture of the implant cannot be determined. Another image shows the exterior of the patient during a procedure. The device cannot be seen. It has not been reported where the broken osteoraptor was retained/removed from inside of the patient. No clinically relevant supporting documentation was provided for review. If a portion of the fractured osteoraptor remains retained in the patient, it is made of a biocomposite material which is intended for implantation. However, we cannot rule out the potential risk for tissue inflammation, pain, micro-motion/and or migration of any retained pieces/fragments. Since there were no patient complications reported, no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.